Event description:
The following was reported to hamilton medical ag: -machine hanged on startup phase. -problem in main board serial (B)(6). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer 1(B)(4).